Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-44- user has low battery. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for battery issue/low battery symbol. Customer stated that the meter did not turn on. At the time of the call, the customer reported feeling symptoms of frequent urination, frequent thirst and feeling tired. Customer stated that she would call her doctor. Customer also reported that she had been hospitalized back in january. Customer stated that the meter read in the 500's and she had called 911. Customer did not report any symptoms experienced at the time. Customer stated she was in the hospital for seven days and the diagnosis was hyperglycemia. Customer was given insulin and lasix. No new medications were prescribed when customer was discharged. Customer was not concerned with high results. During the call the meter displayed the low battery symbol when a test strip was inserted and when the "s" button was manually pressed.